Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found light cover glasses adhesive was worn, optical cover glass adhesive was worn, distal end adhesive was lifting with uneven edge, insertion tube bending section cover was leaking, control body aspiration housing and air/water housing coloured ring was worn, suction connector had water leakage and water ingress, hot and cold test had a misty image, image condition had interference, angle not to specification, angle play evident, electrical safety test was not to specification, automated air leak test was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was not connecting with tracker. The issue was found during maintenance. The unspecified procedure was completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, there was white contamination found in the air/water channel and auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Corrected data: g2 (¿health professional¿ was selected in error on the initial report) h10: it is unknown if the reprocessing was performed in line with the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring at the s-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.